Event description:
It was reported that a shockwave coronary intravascular lithotripsy (ivl) catheter was used to treat a lad lesion. The physician treated the diagonal branch first, and then proceeded to treat the lad lesion. However, it was very tight and the physician could not deliver ivl treatment. The physician then pre-dilated with a 1.0 and 2.0 nc (noncompliant) balloon, and then used a 1.25 rota burr. Although difficult, he was able to use the 2.5 ivl catheter to successfully deliver 60 pulses. Upon removal of the ivl catheter, the catheter detached approximately 15 cm proximal to the exit port of the over-the-wire portion. It took about 90 minutes to remove the catheter from inside the patient. The detached portion of the ivl catheter was successfully removed in the guideliner. The patient reported discomfort and chest pain. St depression was noted and a balloon pump was put in place. The patient was stable in the ICU and was then discharged home. To date, no patient sequelae has been reported.

Manufacturer narrative:
The device referenced in this report was returned to shockwave medical, inc. For investigation. Based on the reported event, the physician encountered difficulty advancing the ivl catheter. The physician decided to retract the catheter. However, the catheter separated at the mid shaft, but remained attached to the guidewire. All catheter components were returned. The reported failure of detached shaft was confirmed. A balloon loss of pressure was also observed during device investigation. The cause of the shaft detachment and balloon loss of pressure could possibly be attributed to patient calcium. A review of the lot history record (lhr) and test documentation did not show any issues with the manufacturing of the device. The device passed all shockwave medical, inc. Criteria prior to being released for distribution. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.